Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause, product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to impedance issues. No additional adverse patient effects were reported. Additional information regarding product return status has been requested.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause, product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to impedance issues. No additional adverse patient effects were reported. Additional information regarding product return status has been requested. Further information was received that this lead was fracture and also exhibited noise. No additional adverse patient effects were reported.